Event description:
On (B)(6) 2019, this patient underwent an emergent endovascular repair of rupture of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The patient's aortic neck treatment diameter range was 36 ¿ 42 mm. It was reportedly noted by the physician that the rlt351414j was under sized in relation to the size of the aortic neck. However, the physician continued with implanting the trunk-ipsilateral leg to seal the narrow portion of the aortic neck. Imaging post implant, identified a proximal type I endoleak. The physician reportedly stated that it was not possible to treat with evar and decided to convert the patient to open surgery. The patient tolerated the procedure.